Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17feb2020.

Event description:
It was reported that the unit declared a pressure alarm while in use. The respiratory therapist increased the pressure alarm setting and the pressure would then rise to what the alarm was set to. The device was in use at the time of the event. The ventilator was swapped out with another unit with no harm to the patient.

Manufacturer narrative:
G4: 05mar2020; b4: 09mar2020. Multiple unsuccessful attempts were made to follow up with the customer; however, no additional information was provided. If any new, relevant information is received, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 05jul2020 b4: (B)(6)2020. Customer confirmed the repair of the device stating the pressure transducers were replaced they could not provide the part number of the replace parts but was able to confirm the unit was tested and returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.